Manufacturer narrative:
The reported three (B)(4) were received by conmed corporation for evaluation and evaluated by a packaging engineer. Dye leak testing was performed and the devices passed, therefore verifying sterility was not breached. When visually inspected, all three devices failed due to the part of each device being in the seal area during the sealing process. A two year review shows no other similar reports related to this device and lot combination per a two-year review of complaint history. A risk analysis was performed and determined the risk level to be acceptable. This acceptable risk level contains hazards with low enough severity and probability of harm that they do not require additional control measures. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Manufacturing date was 2016-07-06.

Manufacturer narrative:
As of this filing, the devices have not been returned to conmed for evaluation. Once received and evaluation complete, a supplemental report will be filed.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, three (3) packages, containing one each 1/4" x 6' suction tubing, were discovered with "insufficient heat seal." In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.